Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation, however, during the first inflation at 10 atmospheres the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a 6mm longitudinal tear 16mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation, however, during the first inflation at 10 atmospheres the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.